Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for out of tolerance subthreshold impedance on (B)(4)-2010 02:15:03 and (B)(4)-2010 05:15:03. Twelve - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(4)-2010 20:57:27 and (B)(4)-2010 04:51:40. Weekly pace lead impedance trend data shows varying impedance and an abrupt increase for max rv pace=536 to 1376 ohms peak between (B)(4)-2009 and (B)(4)-2010. Programmer data shows lead integrity alert triggered on (B)(4)-2010 18:14:29.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert was triggered due to non-physiologic sensing. The right ventricular lead had varying and high impedance measurements. Oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert was triggered due to non-physiologic sensing. The right ventricular lead had varying and high impedance measurements. Oversensing was also noted. No patient complications have been reported as a result of this event.